Manufacturer narrative:
D4 - a partial UDI was provided as the lot number is not known manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medwatch report attached.

Event description:
Medwatch report uf/importer report # (B)(4). Abbott nc trek 4.50mm x 12 mm balloon dislodged from the shaft after deflation. Balloon remained inside the guiding catheter which was removed by the physician.

Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported separation. However, possible factors that may contribute to a separation may include, but not limited to, manufacturing damage, inadvertent mishandling of the device, interaction with the anatomy and physician applies excessive force against resistance. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis and limited information was provided. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.